Manufacturer narrative:
(B)(4). The first proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report captures the second, unused proglide device. It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after a coronary stenting interventional procedure, using a 6f sheath. Reportedly, as the first device was ready to enter the patient anatomy the suture link was seen hanging out of the device and the foot was partially open. The device had not been inspected prior to use. The abbott vascular representative was present at the procedure and requested that the device not be used. A second proglide device of the same lot number was unpacked and during device inspection the link was seen hanging out of the device. This device was not used and there was no patient involvement. A third proglide device of a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.